Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent and was hospitalized for the event. The cause of peritonitis was not reported. Treatment for the event was not reported. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and the outcome was not reported. No additional information is available.